Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a white screen. The customer's blood glucose value was unknown. The customer changed the battery and the screen was pale, but then did start up during the night as there was an alarm and the screen was white. The customer was advised to monitor pump closely and change the battery with a fresh battery. The insulin pump will be returned for analysis.